Event description:
It was reported that the patient had a problem recharging and coupling her neurostimulator. It was suspected that the device had flipped. A company representative reported that the patient had trouble recharging due to the implantable neurostimulator moving in the pocket in her hip. The representative confirmed that the neurostimulator could and did flip in the pocket on two occasions. The patient's health care professional flipped it back, and she was able to continue recharging. The movement of the device in the pocket was the cause of the coupling issues. The patient had the device removed and replaced with a new neurostimulator on (B)(6) 2010. The new neurostimulator was implanted in her abdomen to prevent the movement and coupling issues. During the revision, it was discovered that the patient had not developed scar tissue in her original hip pocket, which allowed the device to move around. A follow-up report wil be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.